Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Revision operative report indicates patient was revised due to pain, metal-on-metal reaction, large amount of brown colored fluid that was under pressure, black flaky material seen with trunnionosis, corrosion of the trunnion, osteolysis.

Event description:
Update rec¿d 01/20/2014- legal claim was received, which identified doi and dob information. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/17/2014.